Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated.the following information was received by the initial reporter with the following verbatimit was reported by a customer that the epoch line was disconnected distal to equashield while doing patients labs. They noticed a small pink spot on gown and towel behind her.